Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/08/2017 with the following findings: during testing, the battery compartment was observed to be cracked and the display screen was observed to be dim and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 5/8/2017.